Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/10/2019. A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified. H3 device evaluation summary: the actual device was received for evaluation. One detached needle and one suture of product code z304, lot pdk286 were returned for analysis. During visual inspection of the sample, the swage and attachment area were not present since was broken. The suture was examined along of strand, no suture breakage or damaged were found; but, a needle piece was attached in one extreme of the suture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, no performance breakage suture was found . However, breakage needle was observed. H3 device evaluation summary: additional actual needle evaluation. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.the needle breakage was confirmed. H3 device evaluation summary: representative samples from same lot were received for evaluation. One opened box with nine unopened samples of product code z304, lot pdk286 was returned for analysis. During the visual inspection of nine samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The suture was broken other than swage part during use. There were no adverse consequences to the patient.